Event description:
It was reported by the affiliate that the (1) tst75 was used during an unk procedure. It was reported that the device malfunctioned, it would not work with the reload. The reload is not available. The case was completed with another instrument and there was no consequence to the pt.